Manufacturer narrative:
Insulin pump received with unresponsive blank screen due to misaligned battery tube. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Failed battery test unknown. P-cap, reservoir locked properly in place. Pump received with cracked belt clip rail case corner and battery tube threads. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with serial number label missing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump clip rail had crack and also had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.